Manufacturer narrative:
This report is submitted on behalf of the manufacturer (niti surgical solutions ltd; 3005278776) and the (B)(4), as niti surgical solutions ltd serves as the designated complaint handling unit for both facilities. The device history file was reviewed and indicated that the device was released pursuant to its specifications. The device was not returned for eval and, therefore, further conclusions could not be drawn. Leaks are anticipated adverse events in colorectal anastomotic procedures and the current cumulative leak rate found with the use of the car device is within the low range reported in the literature for anastomosis devices. Pt's co-morbidities, including diabetes, are known to be associated with an increased risk of anastomotic failure.

Event description:
A pt diagnosed with malignant rectal tumor (tmn stage IV) underwent low anterior resection with creation of anastomosis using the car. On pod 6, the pt arrived with fever 100.8 fahrenheit. The pt was diagnosed with post operative anastomotic leak. Resolution included exploratory lap with drainage of pelvic collection and diverting transverse loop colostomy.